Event description:
Customer reported that she had two bars of battery left and the insulin pump had off no power alarm. Customer stated that they did not receive a low battery alarm prior to the off no power alarm. It was also that the customer does not use the recommended batteries. Customer then stated that their was a crack on the insulin pump going from left corner of the screen of the insulin pump to the battery compartment opening. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.